Event description:
It is reported that a revision surgery occurred, due to a possible hypersensitivity reaction. Pseudo tumor and cysts.

Manufacturer narrative:
This report will be amended when our investigation is complete.